Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot could not be performed as the lot number is unknown. Based on available information, the cause of the reported mitral regurgitation (mr) appears to be worsening patient condition. The reported patient effect of mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event/implant date: dates estimated attachment: article titled, " preoperative and postoperative of mitral regurgitation."

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported in an article that this was a mitraclip procedure to treat functional mitral regurgitation (mr). One xtw clip was successfully implanted in the patient reducing the mr to mild. The next day, the patients¿ blood pressure elevated to 98/72 and on the fourth day the patient¿s mr slightly increased. No abnormal findings were observed on the clip or the valve. The increase in mr was thought to be influenced by the blood pressure. No additional information was provided. Details are listed in the attached article titled, "preoperative and postoperative of mitral regurgitation." No additional information was provided.